Event description:
It was reported that a guidewire entanglement occurred. An opticross hd was selected for intravascular ultrasound examination of the target lesion. During the withdrawl portion of the procedure, the physician noted that the catheter was wrapped around the wire which made it difficult to pull back. Afterwards, the procedure was completed successfully with no patient complications.